Manufacturer narrative:
Additional devices listed in this report: cat # 19-0000t, lot # 46652901, description: uni adaptor sleeve c taper ti. Cat # 6519-1-044, lot # 46329901, description: delta un.fem hd 44mm r44 16/18. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices were not available for evaluation because they were retained by the patient. Based upon the minimal information received, the exact cause of the event could not be determine. A device history review of the reported lots indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Also, the complaint history review for the reported lots confirmed that there have been no similar events for both the lots and sterile lots reported. Not available.

Event description:
The patient's hip was infected. The surgeon removed the poly liner along with the head and sleeve. He then washed out and cleaned up the hip after which he replaced with a new poly, head and sleeve. This was the patient's right hip.